Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete. Note: the meter is designed to report readings of 1.1mmol/l to 27.8mmol/l (20 mg/dl to 500 mg/dl). It should be noted that this meter does not give a numeric value for readings less than 1.1mmol/l (20 mg/dl). A "lo" display message indicates a reading less than 1.1mmol/l (20 mg/dl).

Event description:
Customer reported receiving imprecise meter readings of "lo", 5.7 mmol/l and 1.8mmol/l obtained on their adc meter within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.